Manufacturer narrative:
H6- health effect- clinical code 4581: reduction of ica h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -6.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault and reduction of iridocorneal angles was observed, lens remains implanted. Cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - device code: 1494: off-label use (safety and effectiveness of the lens has not been established in patinets with keratoconus). Claim # (B)(4).